Manufacturer narrative:
No device return anticipated due to this being a legal case. (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2020, approximately 6 years 11 months post the initial implant procedure for reasons unknown. No further information was reported.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5: additional narrative details h6: added codes.

Event description:
Additional information from legal document: the patient was initially implanted with an optetrak logic psc polyethylene tibial insert. Revision surgery was to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. Additionally, the legal document stated, the patient has suffered, and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
1038671-2024-04042 h6: corrected health effect - clinical code, medical device problem code, component code, and type of investigation, investigation findings. Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure, instability and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.